Manufacturer narrative:
Patient information was requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's centrimag (cmag) flow decreased to 0 lpm while connected to a patient. The console screen displayed 'motor disconnected' prior to the healthcare providers (hcps) switching out the devices. Related manufacturer's reference number for the console: 3003306248-2021-07031.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the flow dropping to 0 liters per minute (lpm) was confirmed via the log file; however, the reported event of a ¿motor disconnected: m2¿ alarm was not confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis and a log file was downloaded from the returned and associated centrimag 2nd generation primary console for review. A review of the downloaded log file showed events spanning approximately 4 days (21nov2021 ¿ 23nov2021, (B)(6) 2021 per time stamp). Events occurring on (B)(6) 2021 took place during lab testing at abbott. On (B)(6) 2021 at 12:30, the pump speed and flow began slowly decreasing until both reached 0. The console was then powered off. There were no notable alarms active. The centrimag motor was returned for analysis to the service depot and the reported event was unable to be duplicated. The motor was tested with the returned and associated console and flow probe. The motor cable was flexed along the entire length and no alarms were observed during testing. The console and motor were tested independently, and the motor operated as intended. The motor was returned to the rental pool. Multiple good faith efforts were sent to retrieve additional information including if the patient had any adverse events related to the interruption of support; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial #:(B)(6)) and the motor was found to pass all manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual, rev. L, section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as a backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction.". The 2nd generation centrimag system operating manual, rev. L, section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support.". The 2nd generation centrimag system operating manual, rev. L, table 13 entitled ¿console alarms & alerts¿ details the various alarms and alerts and the appropriate operator response, including m2 alarms. No further information was provided. The manufacturer is closing the file on this event.